Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system worked during the pre-cautery test. When the harvester cut the first piece of tissue, the unit stopped working. It was reported that the generator was on. They disconnected and then reconnected the cords, and the unit sealed and cut. When they tried to cut a second branch, the device again would not work. A replacement vasoview hemopro endoscopic vessel harvesting system (vh-3000) unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that there were no non conformities with the device. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A pre-cautery test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a small cut was found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "intermittently working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).